Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The image acquisition system (ias) computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the mvs and ias were not communicating. Red x for the mvs on the pendant and motion and x-ray bars were blank. User was unable to remote into the remote desktop on the ias. Surgeon proceeded with surgery using the another imaging system. Navigation was aborted. Issue occurred intra/peri-operatively with 10-15 minutes delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the application software would not start. Once reloaded, the system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer updated to proper value.